Manufacturer narrative:
The insulin pump was received with cracked case window display corners, reservoir tube,lcd window, cracked and bleeding lcd glass. The pump was unable to test for button error alarms due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.